Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was repositioned, resolving the issue.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to the ipg flipping in the pocket and not lying flat. As a result, surgical intervention may take place at a later date to address the issue.